Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, wear abrasion, one curved opening and brown particles in device inner surface. Leak test and microscopic analysis was performed which identified: one crack opening, partial delamination of valve and one opening striated. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve, partial delamination of valve due to adhesive failure, and one opening striated assessed as surgical damage.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.